Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt diagnosed as asystolic. The paramedics attempted to administer, external pacing. When the operator pressed the start/stop button, the unit allegedly displayed the leads alarm and pacing was inhibited. The pt's ECG rhythm subsequently changed to a pea rhythm that did not require pacing. The pt was not resuscitated.